Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the deflectable videoscope was improperly positioned and it jammed. When the device was pulled, it was noticed that the tip was broken. The event occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, h4. The device was not returned to olympus therefore, the reportable malfunction of "tip of the endoscope was improperly positioned and ¿jammed" was not confirmed. Based on the results of the investigation a possible cause could not be determined as the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.